Event description:
Complainant alleged that during the incoming inspection of the product, the device's display was blurry and unreadable on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.